Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported device damaged by another (caused damage) appears to be related to procedural conditions, and due to the second clip interacting with the first implanted clip (while opening the clip arms), causing the implanted clip to detach from the posterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. The other device mentioned will be filed under a separate medwatch report.

Event description:
This is being filed to report the causing damage to another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntw clip was implanted without issue. A second ntw clip delivery system (cds) was advanced and placed next to the first implanted clip. When opening the clip arms, the clip interacted with the first implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was able to be implanted to stabilize the first clip and reduce the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.